Manufacturer narrative:
(B)(4). This product is not marketed in the us.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/1.5/080 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2020 the lens was explanted due to excessive vault with significant reduction of iridocorneal angles. The lens was later replaced for a shorter length lens on (B)(6) 2020 and the problem was resolved. The cause of the event is reported as unknown.